Event description:
It was reported that a device ¿leaked¿ in 2002. It was unclear what ¿leaked.¿ it was noted that the patient later had another device implanted and it was ¿great.¿ reference MFR. Report #6000032-2013-00150 for a previous device of the patient¿s with a similar issue.

Event description:
It was noted the doctors "screwed that up" during the replacement procedure. It was reported there was an exchange of blood between the system and it wasn't electrically insulated properly.

Manufacturer narrative:
Product ID: 3487a, lot# j0005709v, implanted: (B)(6) 2000, product type: lead. Product ID: 7495lz51, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 7495lz51, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 3587a, lot# l78633, implanted: (B)(6) 2000, explanted: (B)(6) 2006, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).